Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Device implanted on (B)(6), 2011, into the right prepectoral cavity. Post-operative f/u ok, besides a little pericardiac effusion noticed by echography. This examination was performed because, the pt suffered from pain. No hematoma.